Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a unspecified injury and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-14073 and 1225714-2014-14074. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received now indicates the following: the patient experienced a stroke, which was a result of exposure to the product administered for dialysis treatment.